Manufacturer narrative:
The logfile and information provided were analyzed for the investigation at the manufacturer site. Based on logfile of the affected device, the reported behavior was confirmed. In the course of investigation it was found that the ventilation was interrupted. The case was assessed to be reportable. The "charge internal battery" alarm and the "internal battery discharged" alarm were correctly displayed and warned the user about a low battery level. The IFU requires the internal battery to be removed and plugged in again as a remedy for this error message. Otherwise, the device might not switch back to external supply and stays in battery mode which can result in a fully depleted battery. As the use of the device was continued the ventilation finally stopped. There are known charging issues with oxylog 3000 plus and batteries with revision 25 and 26. One cause is a problem in the configuration of the battery pack, which can result in charging failures. As an aftereffect the device does not switch back to external supply and stays in battery mode which can result in a fully depleted battery. If the battery is further discharged the alarm "charge int. Battery" is displayed and in case of a discharged battery the device alarms visually and acoustically (alarm message "int. Battery discharged"). The ventilation function stops. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. The further reported peep-valve inop failure message can be found in the error log file on the reported time. Charging parameters of new batteries have been adjusted. If the red charging status persists or occurs repeatedly at the end of the charging cycle, the battery must be replaced. The risk arising from the battery fault indication situation is covered by the risk management report, no previously undetected risks have arisen. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the internal battery failure whilst being used on a patient. Also failing device check (peep inop). The customer reported device failed while use on a patient. No patient health consequences have been reported.